Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on in pacer mode and was unable to switch to defib mode. Complaint indicated that there was no patinet involvement in the reported malfunction.